Event description:
User reported 4 inaccurate tests. No information relating to follow up testing on alternative platform provided. This is report 2 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01919, 21, 22: tests 1,3,4 of 4).

Event description:
User reported 4 inaccurate tests. No information relating to follow up testing on alternative platform provided. This is report 2 of 4.